Manufacturer narrative:
Analysis: the device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil prematurely detached within the catheter. The coil and catheter were removed together. No injury was reported with the patient as a result of the procedure.